Event description:
It was reported that a caregiver observed duplicate lunch meal announcements on the ilet, resulting in two lunch boluses of 6.6 units each, and later reported a blood glucose of 317 mg/dl. The event was categorized as a use-of-device problem related to meal announcements. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the component could not be specified with an appropriate code. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.